Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. This product will not be returned by the customer because it was discarded. The customer's report of the extension set unwinding and leaking could not be confirmed because the product was not returned for failure investigation. The root cause of this failure could not be identified.

Event description:
The customer is having difficulty with the connection between the carefusion extension set and the smiths catheter used in the radiology department with high pressure injections. The nurses are reporting the extension set luer is frequently not locking onto the smith's catheter, causing it to come loose and leak. There was no patient harm or medical intervention. The customer stated that no further patient/event info is available.